Event description:
It was reported that after the carotid stent implantation, the patient experienced a right subarachnoid and intraparenchymal hemorrhage, as evidenced on head CT. Thrombolytics were discontinued, and the patient was treated with dilantin. The patient left the hospital against medical advice on (B)(6) 2011. On (B)(6) 2011 the patient was readmitted with headache and dizziness complaints. Head CT showed regression of the prior subarachnoid hemorrhage and a small, new foci of hemorrhage in the right superior frontal gyrus. The patient was treated with medication for headache and left the hospital against medical advice on (B)(6) 2011. No additional information was provided.

Event description:
Subsequent to the previously submitted medwatch, it was learned an xact stent was implanted in the right internal carotid artery on (B)(6) 2011. The patient experienced a subarachnoid hemorrhage 5 days later on (B)(6) 2011.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The reported patient effects of headache, hemorrhage, and dizziness are listed in the xact stent system instructions for use.